Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis results: device photographs for the device related to the reported event of deflation was reviewed. Visual analysis of the photographs identified fluids clear inside the device and seems red particles inside the fill channel.

Event description:
Device has been explanted.